Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was found to have the teflon pad detached from the instrument tip. A fragment were reported to fall inside the patient and were retrieved from the body during the same procedure. The customer used a spare instrument to continue with the procedure. Intuitive surgical, inc (isi) followed up with the nurse and obtained the following additional information regarding the reported event: the system functionality was inspected before use with nothing found out of the ordinary. The issue with the instrument occurred about 30 minutes after the procedure started. The surgeon did not notice functionality issues during the surgical procedure. The instrument did not collide with any other instruments or hard material. No resistance was felt during the removal. The cannula was not damaged after removing the instrument. The fragment was removed through the assist port. After examination, there were no fragments in the patient's body. No post-operative tests like x-rays or ultrasound were performed to check for remaining fragments were done. The procedure was completed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. Inspection identified a damaged teflon pad on the clamp arm. A piece approximately 0.059" x 0.163" in size was missing. The complaint was confirmed by failure analysis. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The image confirmed the customer's alleged complaint. The instrument had a piece detached and the teflon pad was moved out of place.